Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13.5 cm distal to the is-1 connector pin. Both fragments were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the returned lead fragments was scrutinized including a visual inspection. The visual analysis revealed several abrasion marks in the region between the svc and rv shock coil, however the insulation was found intact. It is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. During the further inspection several signs of wear were detected on the leads body. In particular, in the distal lead area the insulation was found damaged due to wear. In addition the rv and svc shock coil were found covered in calcified body tissue. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage and the damages resulting from a possible interaction with a nearby lead, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages like the in the distal area fractured conductor cable leading to the ring electrode, the stretched distal lead area and the deformed svc and rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to oversensing, noise, and high impedance on rv pace/sense channel. Should additional information become available, this file will be updated.